Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type iiib of the main body and secondary reline with a non-endologix device(reported in report #2031527-2017-00667). Additionally there was evidence to reasonably support the following observations; migration of the suprarenal cuff, aneurysm enlargement of the infrarenal aorta, and dilation of the suprarenal cuff. The most likely cause of the compromised stent graft integrity of the main body was related to the strata graft material. Additionally there was dilation of the stents of both the main body and suprarenal cuff. Associated clinical harms for this event included: type iiib endoleak and secondary endovascular procedure. The most likely cause of the migration of the suprarenal cuff was related to the off-label neck length. Associated clinical harms for this event included: aneurysm enlargement. The final patient disposition was reported as stable. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Event description:
The patient was initially implanted with a bifurcated, a suprarenal, and a limb extension in 2012. Recently, through follow up CT, it was discovered that the patient had and endoleak type iiib (reported in report #: 2031527-2017-00667). The physician elected to fix the leak with a cook zfen on (B)(6) 2017. The patient is in stable condition. During clinical evalution of this case, there were evidence to support a migration of the cuff.